Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to required the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the st holster has been cocked and unable to initiate the pierce button. No pt consequences reported.